Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: post angio showed extravasation and manta was deployed in the tissue tract. There was pulsatile blood present at the groin site. Patient did not require any blood products or transfusions. The physician deployed a balloon and covered stent over arteriotomy site, the manta device remained in the track. Time to hemostasis was immediate after covered stent was deployed. Additional information: during a tavr procedure on (B)(6) 2022, access was obtained utilizing micro puncture kit and ultra sound, through the central right common femoral artery. The vessel size was 9mm. There was no calcification but moderate tortuosity was reported in the iliac and there was no issues advancing or withdrawing sheaths. The measured depth for the manta was 5+1cm. Prior to closure the systolic blood pressure was 112mmhg. Protamine was administered intravenously during the procedure and the time to hemostasis was approximately 20 minutes. The patient was reported as fine post procedure. Additional information on 04nov2022: the sheaths went in smoothly and there was no resistance advancing the bypass tube into the manta sheath. When the physician pulled back the lever arm to release the foot plate/anchor an audible click was heard and the tension gauge window was yellow/green.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and confirm the radiopaque lock location positioned outside the vessel. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized to gain a central positioned access. The arteriotomy was 9.0mm, moderate calcification, iliac tortuosity, with a depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta was deployed at the measured deployment depth; however, following deployment, pulsatile bleeding was present at the groin site. A post-angiogram revealed extravasation, and the manta was deployed into the tissue tract. The physician proceeded with balloon inflations to tamponade and deployed a covered stent over the arteriotomy site. Hemostasis was immediate following placement of the covered stent; and patient outcome post procedure was fine. There are multiple factors that are potential causes possibly contributing to the tract deployment; including arterial damage possibly from not deploying at a steep enough angle or not enough tension applied. However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no device returned for investigative purposes. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; and tract deployment is a known risk.